Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had many air bubbles in her reservoir the other night and she could not get them out. She had to change her infusion set three times in order to force the air bubbles out. The patient's blood glucose is unknown. The customer was walked through the reservoir set-up process and no errors occurred. No products were returned and two reservoirs and infusion sets were shipped to the customer.